Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported that during an operation that was performed on approximately 2 weeks ago the reamer head came off from the shaft and it remained inside patient's bone temporarily. Fortunately, the head parts was able to be removed from the patient. No issues of the patient were reported. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the reamer head was detached from the flex shaft and the cutting feature exhibited wear and tear. The diameter of the flex shaft is conforming to print specification. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.